Manufacturer narrative:
Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-nov-2019) is considered to be a best estimate. This emdr represents the 3dmax mesh (device 2). An additional supplemental emdr was submitted to represent the perfix plug (device 1). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Per information provided: on (B)(6) 2012 - patient was diagnosed with left inguinal hernia thereby underwent open repair with implant of perfix plug (device 1). Per op notes, "an indirect hernia sac was identified with a cord lipoma was dissected free and reduced back through the internal ring. A perfix plug (device 1) was placed and sutured. An onlay patch was placed to pubic tubercle and sutured." On (B)(6) 2020 - patient was diagnosed with recurrent left inguinal hernia, pain and meshoma thereby underwent robotic assisted repair with partial excision of perfix plug (device 1) and implant of 3max (device 2). Per op notes, "dense adhesions were taken down. Multiple adhesions were lysed. The direct hernia defect was noted consistent with prior plug (device 1). The plug was pulled up from the abdominal cavity in the left aspect of abdomen. The contracted plug (device 1) was excised and removed. The plug adherent to vessels were left in place. A 3dmax (device 2) was placed and sutured." On 0(B)(6) 2021 - patient was diagnosed with left groin pain and meshoma thereby underwent open repair with excision of perfix plug (device 1) and 3dmax (device 2). Per op notes, "prior inguinal hernia incision was used. The cord was noted. Patients pain was correlated to the contracted large plug (device 1) and mesh (device 2). Both meshes were excised and removed."